Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-10938. The same patient is represented in each medwatch.

Event description:
It was report via a journal article that a patient underwent varicose vein surgery on (B)(6) 2005 and topical skin adhesive was used to close the skin and suture was used. Approximately 4 weeks post-operative the patient developed extrusion of the suture, granuloma formation, inflammation, and delayed wound healing. The patient also developed a fistula which healed when the suture was removed.